Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the end of the guidewire was curved so that the sheath cannot removed. It was stated that there was three of products in question. Patient status/ intervention: change new wire. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire and one 4.5 fr x 5 cm microintroducer were returned for evaluation. An initial visual observation showed some use residue on the returned samples. The distal tip of the dilator of the microintroducer was observed to be slightly damaged. The core wire of the guidewire was found to be intact during tactile evaluation. A microscopic observation revealed the proximal end of the guidewire was damaged with several of the most proximal coils bent and disjointed but connected to the weld tip. Both weld tips were observed to be present and intact, and no damage was observed on the distal end of the returned guidewire. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include damage during handling or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the end of the guidewire was curved so that the sheath cannot removed. And there was three of products in question, but only one was saved and submitted. Patient status/ intervention: change new wire.